Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a pre-change out procedure interrogation the pacemaker and another manufacturer's right atrial (ra) lead exhibited low out of range impedance measurements of 140 ohms. Review of the stored measurements found that the impedance had been at 140 for the entire year. During the procedure the pacemaker was explanted as planned and the ra lead remained in service with the new pacemaker. The ra impedance measurement was 200 ohms with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.